Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis performed a visual inspection and found no problem related to the reported issue. Verified error 23065 in the lighthouse (aperture) and installed it on an internal eft system, which was powered on. The system powered on right away and triggered error code 23065. Upon further analysis by engineering, the elbow motor module was found to be defective. From this finding, failure analysis concluded that the elbow motor module is the root cause of the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a 23065 error on right master tool manipulator (mtm) elbow. Site did a couple power cycles and breaker reset on the console with no change.. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
This unit has been failing with dafd code 23065 on sftp. The unit was sent to engineering for further investigation. Engineering advised replacing the mcmbd1 pcb 358280-04.

Event description:
Refer to h11 for follow-up information.